Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage testing and failed. .performed share log review: and results show a transmitter fatal error on issue date. The reported event of a failed transmitter error was confirmed. :the root cause of the issue was determined to be a premature low transmitter battery warning

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.